Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that in the itu, the catheter's blue hubbed extension line appeared to be flattened and softer than all the others. It was not observed until the line had been in the patient for approximately 24 hours so it could have been some drug incompatibility that caused the softening. Although again, the patient had no unusual drugs as far as cdpn was aware. Once problem was noted lumen was not used again before it was removed and replaced with a new one. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported that the catheter's blue hubbed extension line appeared to be flattened and softer than all the others. This issue was confirmed. One four-lumen arrow howes 8.5fr x 16 cm catheter was returned with the catheter body cut off 10.5 cm below the juncture hub. The slide clamps were missing from the proximal and medial 2 extension lines. Microscopic examination found that the 18 ga medial lumen was stretched in the area located 2 mm below the luer hub and 20 mm above the juncture hub. Using a 10 ml syringe, water was injected into the medial lumen. Normal flow was obtained indicating no blockage within the lumen. The medial 2 lumen extrusion drawing specifies the inside diameter at 1.42 / 1.50 mm and the outside diameter at 2.13 / 2.21 inches. The undamaged section of the extension line was cross-sectioned. Using pin gages, the inside diameter was measured at 1.45 mm (.057"). The outside diameter was measured at 2.21 mm. The instruction booklet provided with the kit, cautions that alcohol and acetone can weaken the structure of polyurethane materials. It also states that care should be taken when other remarks: instilling drugs containing high concentration of alcohol. A device history record review was performed and did not reveal any manufacturing related issues. Since the extension line deformation was not observed until 24 hours after insertion, operational context caused or contributed to this event. No further action will be taken.